Manufacturer narrative:
Failure event observed during analysis. The complete lead was returned for analysis in one piece. External insulation abrasion was noted at 45.7¿46.6 cm from the pin consistent with lead friction to another device or feature of the patient anatomy. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.